Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during prime while the patient was not connected. The home patient (hp) was requesting assistance to open the hc door to get the cassette out. The hp stated that she was unable to connect the patient line to the transfer set. The technical service representative (tsr) made sure that the hp was using the patient line. The tsr assisted as requested. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. She stated that she did not notice anything unusual about the supplies at all, and had gone in to her nurse to have her transfer set checked. The nurse confirmed that there were no issues with the transfer set, and the patient continued to use it. The patient stated that she did not previously have issues, and was able to use cassettes from a new box without issue. There were no samples available, and she did not have any information regarding her transfer set. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. The sample was not available as the customer continued to use the device. This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. A follow-up MDR will be submitted if any additional information is received.